Event description:
A nurse reported three pts with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a f/u, the nurse reported the pt presented with fibrin, corneal edema and iritis on the first day postoperatively. The pt was treated with medications. The surgeon reported the pt's symptoms were resolving. For this pt, the surgeon reported the surgery was prolonged for an unk reason. There are fifteen medical device reports associated with this event. This report is for the first pt, cartridge.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. A root cause could not be determined by the investigation. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on 02/20/2012. (B)(4).